Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: as the device was being removed from the package, the jaw of the device was broken and disengaged. This was not used on the pt.